Event description:
The customer reported that the alarm did power on but had no alarm tone when they used it with the magnet clip. They reported the alarm had no visible damage. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).